Event description:
On (B)(6) 2014 the reporter contacted animas and alleged the following: patient reports receiving several occlusion detected alarms yesterday since placing new insertion site in right abdomen. Her blood glucose (bg) climbed to 484mg/dl and she reported moderate increased urination (has uti as well), moderate nausea and increased thirst, she didn¿t check for ketones. Discontinued pump use and started alternate form of insulin delivery (B)(6) 2014 around 9:30 am. She changed her site prior to bed (B)(6) 2014 and the occlusion alarms started at 1:00 am and repeated 5 additional times. She report she disconnected and primed the tubing and occlusion alarm re-occurred, she then changed her site and set again and primed successfully, she re inserted new inset and occlusion alarms continued, no change in motor sounds. Her cannula was not bent on either occasion. She denies bubbles in cartridge or system. Current bg is low 300 mg/dl. Pt is receiving occlusion detected alarms during basal delivery, no extra insulin given. Insertion technique found to be correct. Customer support (cs ) review found cartridge preparation technique correct and she is cycling plunger three times and following procedures per IFU: expiration dates for cartridge as well as infusion sets out of date: cartridge expired 10/2013, infusion set 9/2012. This complaint is being reported because the patient experienced hyperglycemia subsequent to the user error of using expired cartridges.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
No product was returned for investigation. The cartridge was expired and no retain sample was pulled for evaluation. The lot review noted that no failures were observed during incoming inspection. User error must be considered as contributory.